Event description:
It was reported that during the lead implant the helix was screwed and unscrewed several times and then would not extend. The physician then tried to unscrew for three turns and the helix dropped. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.